Manufacturer narrative:
Insulin pump received with no act and up button response due to corroded keypad traces. No unexpected audio or beep anomaly, button error alarm or blank display noted. Unable to verify for low battery alarm due to blank display. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Insulin pump had moisture damage on electronic and motor assembly.

Event description:
Customer reported a blank display. The customer's blood glucose was 73 mg/dl. The customer also reported receiving a button error alarm after falling into the water. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).